Event description:
As reported " fasti broke off into pts sternum" removal difficulty removal tool was inserted pepindicular to portal. Tip of removal tool broke off in portal due to moving remover tool back and forth.